Manufacturer narrative:
Currently, it is unk whether or not the device may have contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the emergency room due to diabetes ketoacidosis and high blood glucose of 29.8mg/dl. The customer was treated with an insulin drip. It was stated that the customer was experiencing unexplained high glucose for the past week. The customer's most recent glucose reading was 20.7mg/dl. Troubleshooting was performed. Reviewed the alarm history and found button errors and multiple batter error alarms. It was stated that the insulin pump turned off without giving a lower battery alarm since the battery cap was replaced. Ran a fixed prime test and passed. It was stated that the customer sometimes noticed bent cannulas since the infusion set was switched. Advised the customer that the insulin pump will be replaced. No further info was provided.